Event description:
It was reported that the right ventricular lead dislodged during a device replacement procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and analysis was performed and no anomalies were found. Additionally, visual summary analysis of the lead indicated apparent explant damage. Concomitant products: sdr303b, implantable pulse generator, (B)(6) 2004; 4092-58, implantable pacing lead, (B)(6) 2004. (B)(4).